Event description:
The customer reported that the front panel on her olympus high flow insufflation unit was not functioning properly. According to the initial reporter, "sometimes the device blocks itself". Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned, and the reproducibility of the phenomenon and the location of the failure could not be confirmed, so the cause could not be estimated. Olympus will continue to monitor field performance for this device.